Manufacturer narrative:
Additional information section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: mar 6, 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint lens was received cut into three pieces (one piece missing) with one haptic cut and missing as well. The lens was cleaned and, a tear on the lens at the base of a haptic could be observed. No scratch, as described in the initial complaint, could be identified. Based on the return condition of the lens, no further product evaluation could be performed. Conclusion: the complaint cosmetic issues was not confirmed. The other observed issues during the product evaluation were not similar to the description of the complaint event and could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that za9003 intraocular lens was implanted and removed from the patients left eye on the same day due to lens scratch which was observed after the insertion. Additional information received confirmed that the za9003 lens was removed and replaced in the same procedure with another za9003 18.00. There was no patient injury and incision enlargement. Patient has recovered. No other information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.